Event description:
The physician alleged that the last three times she used the revive se thrombectomy device (details unknown) she was unable to capture the thrombus in the m1 segment of the middle cerebral artery (mca). The physician participated in the revive se users¿ meeting in (B)(4) in 2013. Revive se was always her first choice over solitaire, but the last three times she was dealing with difficulties capturing the thrombus in the mca-m1 segment. Even after five passes she was not able to capture the thrombi. But after changing the thrombectomy device to solitaire those times she was able to capture the thrombi in 1-2 passes each time. She says this also occurs with her colleague, also an inr/neurosurgeon. Now she has decided to use solitaire first on subsequent procedures. She really wants to know if other physicians are dealing with the same issue. She also mentioned that she¿s not doing anything different procedurally than before.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. No conclusion is made at this time.

Manufacturer narrative:
Upon follow up with the physician said she was able to use the revive se in subsequent procedures. The revive se (catalog product number unknown and lot number unknown) will not be returned for analysis, therefore the root cause of the device unable to capture the thrombus cannot be determined. The lot numbers of the devices were not reported, therefore the DHR reviews could not be completed. With review of the available information it is not possible to determine whether there were any device performance issues. Upon following up with the physician, she reported she was able to use the revive se product, suggesting that the issue may have been resolved. Since a DHR review cannot be completed, it is not possible to determine whether there were manufacturing issues related to the event however all products are inspected for defects 100% before leaving the facility. Therefore, no corrective actions will be taken at this time.